Event description:
The recipient reportedly developed an infection at the implant site with pain and fever. The recipient was prescribed ceftriaxone and prednisolone for 10 days. On (B)(6) 2014, recipient was prescribed sinot clav and predisim. The recipient was recommended to discontinue using the internal device for 10 days. On (B)(6) 2014, the recipient was prescribed axetil cefuroxima and prednisolone, however, the treatment was not successful and the recipient was hospitalized. The recipient's device was explanted. The recipient's infection is resolved.